Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (b)(46) 2010 and mesh was implanted concurrently with robotic total hysterectomy with bso and urethrocystoscopy due to chronic pelvic pain unresponsive to conservative management and sui. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.